Event description:
It was reported that customer experienced broken pump screen, and pump screen remained black even though pump started when connected to power. There was no reported impact to the customer¿s blood glucose level. Customer was expected to return pump for further evaluation, and distributor arranged replacement pump for use.